Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient attempted to connect to their ipg but was unsuccessful, the ipg was fully depleted for over a year and no longer able to hold a charge. Patient did not recharge the ipg as recommended. In turn, the ipg became inoperable and patient lost therapy. Patient stated the system never provided relief. Surgical intervention took place where the system was explanted to address the issue.